Manufacturer narrative:
The actual product involved with the incident reported was not returned, however five representative unopened samples were received. The actual product involved with the incident reported was not returned, however five (5) representative unopened samples were received. Results/conclusion: the actual product involved with the incident reported was not returned, however five (5) representative unopened samples were received. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(6) inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. A dimensional inspection was performed on the samples received, all met our acceptance criteria for barbs depth. Dehiscence, is a known risk with any suture material. However, the exact cause for this complaint cannot be determined with certainty due to the samples evaluated were found acceptable. Reference: complaint (B)(4)- (ethicon complaint#(B)(4) item # (B)(4) stratafix spiral pga-pcl knotless tissue control device, 2fs-2 3-0 undyd monoderm 14x14, lot mdfx430.

Event description:
"It was reported that "during a ankle surgery, the surgeon used several types of this descripted suture to close the skin after ankle surgery. He complained to the head operation room nurse that some of them opened up after a few days. He has the feeling that the 4-0 stratafix spiral does not hold enough in the skin. Another like device was used to complete the procedure." Ref. Pr complaint (B)(4).